Event description:
Caller reported a cgm error, specifically labeled as error 42. There was no adverse impact to the customer¿s blood glucose level as assessed. Customer was guided through a complete pump reset by technical support, resolving the issue, and successfully initiated a new sensor session.